Event description:
It was reported the patient was presented to the hospital for a scheduled pacemaker implant procedure. Interrogation of the patient's pacemaker post procedure showed the right ventricular (rv) lead had loss of capture resulting from the rv lead dislodgement. The physician elected to explant and replace the rv lead on (B)(6) 2023. The patient was in stable condition throughout.